Manufacturer narrative:
Additional information received by distributor on 23 january 2018: "delay no more than 25 minutes. No back up instruments were necessary." Batch review performed on 06 february 2018 (B)(4). Visual inspection performed by r and d product manager on 06 february 2018: lot: 075292e: the retrieved instrument was tested and found to be correctly working. The claimed defect could not be confirmed and no issue can be identified. Lot: 074650ca: the cable of the joint mechanism is broken, according with the investigation performed, the root cause of the event could be related to repeated use . The cable may have been subjected to abnormally excessive force leading to its breakage.

Event description:
During the surgery, 2 broach handles broke. The used broach handle are not designed for amis. The surgery was completed successfully.